Event description:
On (B)(6) 2012, the reporter contacted animas alleging that patient was not able to press any buttons on the pump and the screen was scrolling from one menu to another without touching the keypad. All keypad buttons are unresponsive. Patient had been playing in the water and noticed the pump started to vibrate for no reason. The patient disconnected and removed the battery and no water in the battery compartment, so he rebooted the pump. Reporter denies any crack in the pump. Battery cap was tight and only 4 months old. No damage to the cap seen. Keypad is intact, no buttons missing and no tears identified. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.